Manufacturer narrative:
Insulin pump received with cracked battery tube threads. However, pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.